Manufacturer narrative:
(B)(4): representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The first was a non-needled segment that was broken at one end and partially cut at the other end and either cut again or broken off. The second was a needled segment with a partially cut end that subsequently broke. The broken end was consistent in appearance with a knot breakage, but the force required to cause the breakage could not be determined. The two returned used segments did not account for the entire suture product, so a complete examination

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that during a veterinary procedure on (B)(6) 2013, the suture break intra operatively.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.